Event description:
Caller reported a minimum fill notification, indicating a potential issue with insulin cartridge usage. There was no adverse impact on the customer's blood glucose level. The caller attempted to load a new cartridge, and after receiving assistance to remove the pump from its case and load a second cartridge, successfully resumed insulin usage.